Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power module was confirmed via analysis of the returned power module. Visual inspection of the returned power module (serial number: (B)(6)) revealed small cracks in the unit¿s housing and the battery clip for the power module backup battery was also observed to be damaged. The damaged parts were replaced with new parts. After replacing the damaged parts, a full functional checkout was performed, and the unit passed all tests without any issues. The repaired and serviced unit was returned to the customer site after passing all tests per procedure. Incidental finding revealed that the ground pin in the system monitor connector was observed have been pushed inwards. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the power module, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The power module instructions for use (rev. B) section 2 ¿ ¿setting up the power module (pm) prior to use¿ instructs the user to inspect the power module for dents, chips, cracks, or other signs of damage. The IFU also informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly disconnect and connect the power module¿s internal backup battery. This section also states that the power module internal backup battery provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The patient handbook (rev. D) and the instructions for use caution (rev. C) the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that power module had broken battery connector and cracked case.